Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain') in an adult female patient who had essure (batch no. 808914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight and anemia. Concomitant products included iron. In 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids in uterus"). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, dysmenorrhoea, vaginal discharge and abdominal distension outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea, fatigue, weight increased and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Essure device on the right is in good position but essure device on the left is more distal in the tube than usual. Discrepancy noted in essure insertion date: on (B)(6) 2010 and on (B)(6) 2011. Discrepancy noted in essure removal date: on (B)(6) 2016 and on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Essure lot number added. Following events were added: abnormal bleeding (vaginal), menorrhagia, reproductive system disorder or condition type of disorder or condition: fibroids in uterus, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, abdominal pain and bloating. Event outcome added for: abnormal bleeding (vaginal), menorrhagia, abdominal pain, weight gain, nausea and fatigue. Medical history, lab data historical and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain') in an adult female patient who had essure (batch no. 808914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight and anemia. Concomitant products included iron. In 2010, the patient had essure inserted. In january 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In january 2014, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"). In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In september 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids in uterus"). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, dysmenorrhoea, vaginal discharge and abdominal distension outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea, fatigue, weight increased and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Essure device on the right is in good position but essure device on the left is more distal in the tube than usual. Discrepancy noted in essure insertion date: ??-???-2010 and (B)(6) 2011. Discrepancy noted in essure removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on 19-sep-2011: result: total bilateral occlusion.. Lot number:808914 manufacture date:2010-12 , expiration date: 2013-12. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of product technical complaint. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain') in an adult female patient who had essure (batch no. 808914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, normal pregnancy, gravida ii, parity 2, pap smear abnormal, uterine fibroids and dysmenorrhea. Gc/CT: negative on (B)(6) 2010. Patient did essure confirmation test (result not provided). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight, anemia, uterine leiomyoma, venereal disease nos, adenomyosis uteri, submucous leiomyoma of uterus, endometrial polyp and cyst ovary (larger cyst increasing 1.2cm diameter and the smaller measuring 1.0cm diameter.). Concomitant products included ampicillin, ibuprofen, iron, medroxyprogesterone acetate (depo-provera) and miconazole. In 2010, the patient had essure inserted. In january 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)"). In january 2014, the patient experienced nausea ("nausea") and was found to have weight increased ("weight gain/loss(specify which one) weight gain"). In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) crampinf got worse after essure was placed"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In september 2016, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids in uterus"). On an unknown date, the patient experienced abdominal distension ("bloating") and anaemia ("anemia"). The patient was treated with surgery (on (B)(6) 2016: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, dysmenorrhoea, vaginal discharge, abdominal distension and anaemia outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea, fatigue, weight increased and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, anaemia, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Essure device on the right is in good position but essure device on the left is more distal in the tube than usual. Discrepancy noted in essure insertion date: ??-???-2010 and on (B)(6) 2011. Discrepancy noted in essure removal date: on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Bilateral tubal occlusion, post essure. Fallopian tubes are occluded. Essure devices are in satisfactory position. Essure device on the right is in good position but essure device on the left is more distal in the tube than usual. No evidence if tubal patency or peritoneal spill is seen. Large mass is seen in the endometrial cavity to the right of midline and findings are thought to represent a lobulated polyp in this region.. Pregnancy test - on an unknown date: pregnancy test was negative. Lot number:808914 , manufacture date:2010-12 , expiration date: 2013-12. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received. Event anemia was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.